Event description:
It was reported to boston scientific corporation that a re-entry malecot nephrostomy catheter was used during a percutaneous nephrolithotomy procedure performed on (B)(6) 2014. According to the complainant, on the third post-operative day, when the re-entry malecot catheter was being removed from the patient, a portion of the catheter broke and was retained inside the patient. An x-ray revealed that the :wing" part of the catheter was stuck inside the parenchyma with the tip still in the ureter, and the edge of the broken shaft was trapped at the intercostal space. An open surgery under general anesthesia was performed to remove the broken fragment. The percutaneous nephrolithotomy access site was lengthened to 4 cm incision and was explored, revealing that the edge of the broken catheter was in the retroperitoneal perirenal space. The broken catheter was retrieved without any subsequent bleeding. Reportedly, the patient was symptomatic.

Manufacturer narrative:
Complainant country updated.

Event description:
It was reported to boston scientific corporation that a re-entry malecot nephrostomy catheter was used during a percutaneous nephrolithotomy procedure performed on (B)(6) 2014. According to the complainant, on the third post-operative day, when the re-entry malecot catheter was being removed from the patient, a portion of the catheter broke and was retained inside the patient. An x-ray revealed that the "wing" part of the catheter was stuck inside the parenchyma with the tip still in the ureter, and the edge of the broken shaft was trapped at the intercostal space. An open surgery under general anesthesia was performed to remove the broken fragment. The percutaneous nephrolithotomy access site was lengthened to 4 cm incision and was explored, revealing that the edge of the broken catheter was in the retroperitoneal perirenal space. The broken catheter was retrieved without any subsequent bleeding. Reportedly, the patient was symptomatic.